Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that if the pump was moved slightly while the pump was plugged into a power source, the pump battery intermittently stopped charging. The customer's blood glucose (bg) level was 350 mg/dl. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.